Manufacturer narrative:
Investigation summary: no sample was returned to hanscent. The affect lot number is 20180210. Hanscent randomly inspected 6 pcs of retention samples from lot 20180210 for roller clamp damage, tube distortion or controlling disorder problem, no abnormality was observed. Device history record reviewed manufacturing records for lot 20180210 such as incoming inspection, roller and clamp injection, tube extrusion and parts assembling, no abnormality was observed. Hanscent confirmed that the tubing, roller clamp materials were all qualified and compliant with iso 8536-4:2010 and mfds requirements. The flow rate of infusion fluid is required to deliver not less than 1000ml of sodium chloride in 10 mins. Hanscent indicate the IV sets produced have met this requirement during design & development and final product inspection. IV set flow regulator is required to adjust the flow between zero and the maximum, and be able to continuous use throughout an infusion without tubing damaged. Hanscent indicate the IV sets produced have fulfilled the requirement. Since there is no sample hanscent used 3 pcs retention samples from lot 20180210 to conduct roller clamp controlling test as per iso8536-4:2010. 1)IV set flow rate stability analysis: the roller clamp for bd korea IV set is not a precision regulator, the flow rate may change with time, hanscent conducted the stability analysis with the returned samples and 3 pcs retention samples. Test method: adjust the IV set roller clamp to a middle position, weigh the delivered fluid in 1 min and calculate initial flow rate. Then weigh the delivered fluid in 10 min, 30 min and 60min to obtain the average flow rate during each period. The results showed that the flow rate could be controlled at a stable flow with maximum reduction variation 11.6%. Hanscent concluded that since the roller clamp used is not precision regulator, and iso8536-4:2010 or mfds did not indicate requirements for flow rate variation, hanscent consider this to be acceptable based on their experience in IV set manufacturing. 2) phenomenon observation: no roller clamp moving was observed during the roller clamp controlling test with the returned samples and 3 pcs retention samples. Root cause: hanscent concluded the tubing and roller clamp are in compliant with iso and mfds requirement, and could not determine a root cause. Hanscent concluded the IV set flow rate would decrease during infusion, which hanscent consider to be acceptable based on their experience with IV set manufacturing. Corrective actions: hanscent will strengthen the roller clamp injection and assembly processes inspection with one more inspector . Hanscent will increase the sampling level of final-product inspection on roller clamp function from s-3, aql=1.5 to s-3, aql=1.0 as per iso 2859-1. Hanscent will retrain the inspection workers about roller clamp production. The actions have been conducted from july 2018. Preventive actions: hanscent will monitor roller and clamp production process to ensure both component match within the specification. Hanscent is currently researching a new roller clamp mold to improve the roller clamp control. The actions are due 30 oct 2018. Hanscent concluded the IV set flow rate would decrease during infusion, which hanscent consider to be acceptable based on their experience with IV set manufacturing.

Event description:
It was reported that bd¿ IV set had clamp control failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ IV set had clamp control failure. No serious injury or medical intervention was reported.